Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to corroded keypad traces. Unable to test the operating currents and weak battery alarm due to no button response. No unexpected numbers ramping or scroll bar moving with no input noted. The device had a scratched display window, cracked case at display window corners, broken belt clip slot and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.